Event description:
It was reported that during a recanalization procedure, the support catheter allegedly torn off in a section of the centimeter tip without being able to reach the introducer sheath. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one seeker crossing support catheter loaded onto a packaging hoop. The sample was received in two segments. Complete circumferential detachment was noted to the catheter shaft. Due to the nature of the complaint, functional testing was not performed. Two photos were reviewed. Both the photos show complete circumferential detachment of the catheter shaft of the seeker device. Therefore, the investigation is confirmed for the reported detachment. A definitive root cause for the alleged detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2024), g3 h11: h6 (device, method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a recanalization procedure, the support catheter allegedly torn off in a section of the centimeter tip without being able to reach the introducer sheath. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.